Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the patient¿s right ventricular (rv) lead was experiencing high/undefined impedance levels. The svc coil was programmed off and the rest of the rv lead remains in use. No patient complications have been reported as a result of this event.